Event description:
Health professional reported a lap-band port was explanted and replaced due to a "port leak from back of seal." The event was first noted when the "pt [was] missing 1cc or more on consecutive visits stating loss of restriction over 4 week periods."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. It was reported that the device may have been discarded. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing."